Event description:
It was reported that during an unknown procedure, the hand piece was generating a hand piece error. Customer used a second hand piece to perform the case. No patient involvement.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned with the nose cone cracked and a loose mount. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and found to be not functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for an error code 3 to occur. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.